Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the sizing tabs fractured off of the device and both pieces were returned. The device was manufactured in 2009 and exhibits signs of extensive wear/usage. Plastics are vulnerable to brittle fractures due to overloading in a bending manner. A crack may have initiated during use or due to the heating and cooling associated with autoclaving. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that one of the sizing pieces broke off during the case. No delay, backup available. No piece fell into patient, no injury, surgery was completed without the device.